Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparoscopic myomectomy on an unknown date and a barbed suture was used. During the procedure, the device snapped. The procedure was delayed for 5 minutes. A different suture was used as an alternative and the procedure continued accordingly. There were no adverse patient consequences reported. No additional information was provided.